Manufacturer narrative:
(B)(4). This is an investigation for a general complaint without a device. A review of the lot history record identified could not be performed, as the lot and part number for the device was unknown and could not be provided. All available information was investigated and a definitive cause for the reported clip rotating too easily in this incident could not be determined. It is possible that the user did not tighten the delivery catheter fastener which enables the mitraclip delivery system (cds)to rotate freely; however, this cannot be confirmed, as no additional information was able to be provided about the event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the rotating clip in the left ventricle. It was reported that the user complained that the mitraclip nt clips rotate too easily. The user doesn't feel there is more stored torque but there is so little resistance, the clip rotates too easily during crossing into the left ventricle. No additional information was provided.